Event description:
It was reported that the device was overheating during use. No additional info has been received despite numerous attempts.

Manufacturer narrative:
The device was received by the MFR for investigation. The investigation is ongoing. A follow up report will be filed when the investigation is complete if the details require.